Manufacturer narrative:
On (B)(6) 2021, the product was returned to mentor for evaluation. On (B)(6) 2021 ,mentor conducted a visual inspection of the returned device. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Reason for device explant and/or reoperation: asymmetry. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered capsular contracture baker grade IV on the right side and asymmetry on the left side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2021. This medwatch is for the left side.